Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implanted]). A surgeon reported a patient with an unexpected postoperative refraction following bilateral intraocular lens (iol) implant surgery. In a follow up, a technician reported the iol had been exchanged. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye. The right eye has previously been reported in 1119421-2010-00394.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/25/2010, 03/29/2010, and 04/16/2010 by phone, fax, and mail. A completed questionaire has not been received. (B) (4). (B) (4). (B) (4).